Event description:
Caller reported blood glucose results of 175 mg/dl, 384 mg/dl, 180 mg/dl, and 184 mg/dl within 10 minutes on the compact plus system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.